Event description:
Additional information received that the statement the stent "fell off" is referring to separation and accidental detachment when using a stent to remove thrombus. Blood vessel deformation referred to the stretching and straightening of blood vessels when the stent was pulled, which was inconsistent with the shape of the dsa path. This event was considered life-threatening. The patient has postoperative hemiplegia. The stent was still in the patient's body, and sab was used to try to retrieve the stent, but it could not be retrieved.

Manufacturer narrative:
Review of the complaint files found this event was a duplicate of information reported in MDR 2029214-2024-00337. All future reporting for this event will be submitted in MDR 2029214-2024-00337. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that computed tomography angiography (cta) of the patient's head and neck revealed right middle cerebral artery occlusion, and emergency percutaneous intracranial arterial thrombectomy was performed. The patient was undergoing surgery for middle cerebral artery occlusion, thrombectomy, stent placement. The operation started at 12:53 on (B)(6) 2024. The angiography showed occlusion of the right middle cerebral artery, and it was decided to perform stent thrombectomy. At 14:20, the intracranial thrombectomy stent was deployed on the right middle cerebral artery. After pulling the stent under fluoroscopy, the stent fell off and could not be removed, so another stent was inserted again. After deploying, tried to take out the fallen stent. After repeated attempts, it still could not be taken out. Considering that the blood vessels were obviously deformed, repeated operations might easily cause bleeding. The re-examination of CT showed no obvious bleeding. Considering that the affected blood flow might easily aggravate cerebral infarction, 1 bottle of 100,000 units of urokinase was injected and arterial contact thrombolysis was performed. After informing the family of the relevant details, the femoral artery was sutured and compression was performed to stop the bleeding. The operation was completed and the patient was sent to the intensive care unit for further monitoring and treatment. On (B)(6), a reexamination of the head CT showed no obvious contrast agent extravasation or bleeding. Event cause analysis was initially considered that the patient's blood vessels were tortuous, plaques were formed, the blood vessel conditions were poor, the blood vessel tension was high, and thrombectomy was difficult. Actions taken included after attempts to remove the stent failed, symptomatic treatment with urokinase was given, the patient's family was informed of the relevant details, and the patient was sent to the ICU for further monitoring and treatment, and anti-platelet aggregation treatment was strengthened.